Event description:
Pt reported band slippage. Follow up finding from physician: additional event of leak in tubing. Pt reported additional events of: heartburn, reflux, vomiting, abdominal pain, hiatal hernia, obstruction and band breakage at the port resulting in it twisting around.

Manufacturer narrative:
Taper I. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the surgeon the connector type is assumed to be a taper I. The surgeon of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Additional investigation with the surgeon is in progress. Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the reported events as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." Device labeling addresses the possible outcome of leakage as follows" "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and defilation of the inflatable section. "Other adverse events considered related to the bioenterics lap-band system that occurred in fewer than 1 % of subjects included: ...hiatal hernia, ... ."